Event description:
The patient was undergoing a coil embolization procedure for a right cavernous sinus fistula using penumbra coil 400 (pc400) coils. Upon removal from the packaging, the pusher of a pc400 coil was found kinked and was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.